Manufacturer narrative:
The customer reported 12-lead ECG v2 signal loss. There was no report of pt impact. The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable which resolve the reported issue.

Event description:
The customer reported 12-lead ECG v2 signal loss.